Manufacturer narrative:
Updated sections a2, a3, b4, d3, g1, g3, g6, h1, h2, h6. Based on the available information, it is not possible to establish a definitive root cause on the reported event. However, per the document review performed, no manufacturing deficits were identified. The manufacturer has reached out to the hospital to retrieve additional information on this event but no further information has been received to date. As the manufacturer is unable to perform any additional investigation, the case is considered closed at this time. Should the manufacturer receive additional information at a later stage, the case will be re-opened and further actions will be taken as deemed applicable.

Manufacturer narrative:
DHR review has been completed. A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Unknown disposition.

Event description:
The manufacture was informed of the event through the patient tracking department. Based on the information reported in the patient implant form, a s5-023 valve was implanted on (B)(6) 2020 and the patient passed away. No further information is presently available. No indication of a device malfunction was received from the site regarding this event.